Event description:
It was reported by service report that the fowler is not working; the gas cylinder was stuck. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.